Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was re-intubated for hypoxic respiratory failure (hrf). Bronchoscope findings revealed mucus plugging and secretions. Additional information indicated that the patient also experienced right heart failure. After implantation, the patient remained on inotropic support and veletri (epoprostenol) for more than 7 days.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported respiratory and right heart failure could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient was re-intubated for hypoxic respiratory failure, and a bronchoscopy revealed mucus plugging and secretions. The patient had a tracheostomy and remains on inotropic support for right heart failure. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists respiratory failure and right heart failure that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29jan2022. No further information was provided. The manufacturer is closing the file on this event,.